Event description:
It has been reported to philips that the system displayed an error of tube rotor problem and low load fluoroscopy selected. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned non- emergency treatment procedure was performed by the customer and the procedure was delayed by approximately 20 minutes and was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system on site and confirmed that the system indicated a tube rotor issue when the low load fluo flavor option was selected. Review of the system log file confirmed the adu's under voltage condition and the tripping of the miu fuse. Upon troubleshooting, fse found that the anode drive unit (adu), responsible for regulating the rotation of the anode within the front x-ray tube, experienced a malfunction and the fuses in the miu were also blown. To resolve the issue, fse replaced the anode drive unit (adu) certeray and set of fuses. The defective adu certeray was returned to philips for analysis and revealed that the short circuit that prevents normal operation. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.